Manufacturer narrative:
Per the user facility's biomedical technician, the venous pressure displayed a positive reading and the arterial pressure displayed a negative reading, which should have been the opposite. The field service representative (fsr) found that the arterial and venous pressure sensors on the modules were inadvertently reversed during a prior servicing. This was corrected in the configuration screen. The fsr retested the modules and verified the lines were correct with the perfusionist. All performance and verification checks passed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the venous and arterial pressures of the pressure module were reading incorrectly and giving erroneous alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.